Event description:
It was reported to MFR that the physician was having problems turning on the handheld device. When the device was plugged in, the orange light came on indicating that the device was charging but it did not turn on later. Different outlets have been used to charge the device. Attempts to obtain the non-working device for analysis have been made, but have been unsuccessful to date. A new device has been shipped to the physician.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.